Event description:
It was reported that on september 24, the catheter was inserted and on the 29th of september, a deep cut was found on the catheter. The cut was noticed when the catheter was about to be removed. It was located near the tape to secure the catheter position. The catheter was removed and replaced with a new one as scheduled. There was no pt death, injuries or complications noted. The pt's outcome was good. Additional info received on 10/26/2010 from (B)(4) stated that the sales rep and the safety management department at the hospital checked the catheter damage site visually and they had the impression that the damage could have been caused by sharp material, but the nurse said no sharp material was used during the removal.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.